Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room for pocket infection. The infection was treated with antibiotics and has been cleared. Device remains implanted and patient is fine.